Event description:
It was reported that ballon rupture and shaft break occurred requiring surgery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During inflation within defined limits, the balloon ruptured within the vessel. When withdrawn, it was noted that the internal component was separated from the balloon and remained on wire. A surgery was done to remove the device fragment leading to loss of access. There were no patient complications as a result of this event.

Manufacturer narrative:
H1 - type of reportable event corrected.

Event description:
It was reported that ballon rupture and shaft break occurred requiring surgery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During inflation within defined limits, the balloon ruptured within the vessel. When withdrawn, it was noted that the internal component was separated from the balloon and remained on wire. A surgery was done to remove the device fragment leading to loss of access. There were no patient complications as a result of this event.